Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. Customer's blood glucose level was 400 mg/dl which was addressed by administering a manual injection via insulin pen. Reportedly, the malfunction alarm was cleared.